Event description:
It was reported that while in use on a patient, a 980 ventilator generated an alarm, stopped cycling and then shut down. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator. The patient expired approximately 45 minutes after the reported event. Although requested, additional information regarding the event has not been provided. The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs however, was not able to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
Device evaluation: the pb980 ventilator was returned to medtronic for failure investigation. A visual inspection was carried out on the returned device, no anomalies were observed. The ventilator logs were received and reviewed. The reported event by (B)(6) that the pb980 generated alarms and stopped cycling was replicated. In response to a non-functional breath delivery (bd) central processing unit (cpu), the ventilator activated both visual and audio alarms. The pneumatics subsystem switched to safe mode and the safety valve opened. The cause of the failure was an intermittent non-functional bd cpu. Product does not meet medtronic specification. The failure relates to the reported complaint event made by the customer. No corrective action is required, the event will be included in product trending and monitoring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medwatch MFR report # 8020893-2017-06290 was inadvertently submitted. It is a duplicate of this report. Reference uf/importer report # (B)(4).